Event description:
The advocate stated the customer received a blood glucose reading of 145 mg/dl from his contour and a reading of 300 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer. The reagent lot number was not provided by the customer, so the meter info was provided instead.